Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Upon inspection of the returned sample, the sample was decontaminated, leak tested, and no leakage was detected. To replicate the reported defect, the sample was functionality tested in connection with a syringe and no leakage was detected at the connection. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: blood or other liquids leak from the valve either during use or when the valve is no longer in use (rinsing is performed at the end of use). No injury reported.